Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had an alert for high out of range pacing impedances greater than 2000 ohms a few months after the ICD was implanted. Two days prior the alert, the impedances spiked to 1100 ohms and then went back down to around 500 ohms. There were no observations of noise. Boston scientific technical services (ts) discussed bringing the patient in for troubleshooting. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the x-ray revealed that the connection appeared appropriate. The rv lead was not used for pacing, so with no further change in noise or lead values the plan was to continue to monitor.